Event description:
A falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument multiple times and the results recovered lower than the erroneous result. The result of 1.64 ng/ml was reported to the physician(s), as the correct result. The customer also indicated that discordant cancer antigen ca 27.29 [br 27.29] results were obtained on patient samples; no further details were provided for this assay. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality controls (qc) were acceptable on the day of occurrence. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed a total service visit (tsv), aligned the sample probe to sample tip, and replaced reagent probes 1 and 3. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00283 with the FDA on 25-oct-2023. Additional information (06-dec-2023): siemens further reviewed the event, and based on data files, siemens determined the discordant result was isolated to one patient sample. Additionally, the customer did not report discordant results for any other samples. There were no instrument flags identified on the day of the event. Siemens also learned that the carcinoembryonic antigen (cea) readypack was not visually inspected for particle settling or clumps prior to or after running the affected sample and there was no sample integrity issue identified. The cause of the event is unknown; reagent clumping or settling of particles in the reagent readypack may have contributed to the falsely elevated cea result. No further evaluation of this device is required.